Event description:
The account alleged the left siderail weld is broken. He stated the rail will latch, but rotates around.

Manufacturer narrative:
The account replaced the siderail to repair the bed.